Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02oct2018. Philip's field service engineer performed troubleshooting and confirmed the reported issue. The battery was depleted and the device needed preventative maintenance. The fse replaced the battery (from customer inventory) and completed preventative maintenance. The issue was resolved and the unit passed performance verification testing.

Event description:
The customer reported that the battery was depleted, the alarm led (light emitting diode) was on and the unit is alarming that oxygen is not connected. There was no patient involvement. The event date was not specified; estimate used.